Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits; model #: sc-4316, lot #: 15894418, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes a leakage or drainage around the pocket site. The physician believed it was procedure related. The patient underwent an explant procedure and was reportedly doing well after the procedure.